Manufacturer narrative:
The device was not returned to olympus for inspection and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: cable unit is dirty and circuit board unit in scope connector is dirty. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: cable unit is dirty due to water leakage and circuit board unit in scope connector is dirty due to water leakage. The most probable cause of the complaint is cause traced to component failure. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
The customer returned the colonovideoscope to the service center for evaluation related to a separate issue. During testing, the service repair technician identified the device had no image. There was no patient involvement.